Event description:
It was observed that during the device evaluation, the light guide rod lens of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the light guide rod lens of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus will continue to monitor complaints for this device.